Event description:
While using the superpulse system loop during a surgical procedure, the device came apart in the bladder neck. All pieces were recovered from the pt with no pt harm. The procedure was completed with no further incidents.

Manufacturer narrative:
The complaint was confirmed. The cutting loop was detached and was returned with the electrode. There is little to no appearance of adhesive which can be observed inside the ceramic insulators of the electrode or on the cutting loop itself. Conclusion: manufacturing error. Adhesive bond failure between the cutting loop and the electrode insulators.